Event description:
The hca went to use the vent (which was switched off) at around 5 am and it wouldn't switch on and started alarming a "strange, high pitched alarm which wouldn't stop". It was still alarming at 7:30 am when notified to biomeds. Couldn't stop it alarming or get it to switch on. Removed both batteries which stopped the alarm and then inserted them and the vent started normally. Noticed that the cover on battery number one wasn't seated right. Rectified that.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause is a malfunction of the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.